Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced several episodes of syncope. The patient had presented to the emergency room, which revealed a electrogram strip of 10 seconds of asystole with pacing spikes present; however, no capture. The thresholds were variable. There was no evidence of noise on the lead and the impedances were within normal limits. A temporary wire was placed. The patient underwent a surgical procedure and a new system was implanted on the right side and this lead remains in-service on the left side as back up. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.